Event description:
Pt presented in respiratory cardiac arrest. Cardiac catheterization noted. No movement of tilting portion of prosthetic mitral valve. Autopsy showed clot formation causing malfunction.